Manufacturer narrative:
Medrad offered to have a service rep check out the injector, but hospital stated the biomed department checked injector with no problems found. Hospital stated this was not the fault of the injector.

Event description:
Ref u/f # (B)(4).